Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Minor scratched display window, cracked display window corners, battery tube threads, broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was cracked around the display window. No blood glucose reading was given. Nothing further was reported.